Event description:
It was reported that a spectrum pump turns on and off when the case is flexed. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, pump turns on and off when case is flexed, which was reproduced during evaluation. Evaluation found the cause to be failed upper auxiliary. The upper auxiliary assembly was replaced.